Event description:
Same case as MFR #: 2134265-2011-01703, 2134265-2012-00895. Same patient as MFR # 2134265-2012-00790. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient initially presented due to a st elevation myocardial infarction. Cardiac catheterization revealed 3 target lesions which were treated during two separate procedures. (B)(6) 2010: a 90% stenosed and 26mm long target lesion located in the proximal left circumflex (lcx) artery with a reference vessel diameter of 2.8mm was treated with predilation and placement of a 2.5x32mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 2 days later on aspirin and prasugrel. (B)(6) 2010: during a staged procedure, a 90% stenosed and 8mm long lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm was treated with a 3.0x12mm taxus liberte stent and post dilation resulting in 0% residual stenosis. Next, a 70% stenosed and 20m long lesion located in the left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm was treated with direct stent placement of a 2.75x24mm taxus liberte stent. A distal edge dissection occurred in the lad post stent placement. This was treated with a 2.5x8mm taxus liberte stent and post dilation resulting in 0% residual stenosis. One day later, the patient experienced cardiac enzyme elevation indicating a myocardial infarction had occurred (peak troponin= 11.75 ng/ml, uln=0.03 ng/ml). There were no ischemic symptoms. An ECG suggested a non-q-wave myocardial infarction. No action was taken to treat this and the event was reported to be resolved without residual effects. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).